Event description:
An integra neuro balloon catheter could not be passed through the endoscope and was described as follows; the hospital has been using an aesculap endoscope which has a working channel of slightly less than the required 4fr. Sometimes it works, and sometimes it does not. They are now in the process of trying to purchase a new endoscope with a bigger channel. The product was not in contact with patient and, therefore, there was not patient injury or death alleged. The surgery was postponed/abandoned as a result of this incident.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.